Manufacturer narrative:
This supplemental report was submitted to provide the investigation summary. It was confirmed that the pin that serves as a stopper to prevent the scope from sticking out at the tip of the sheath was removed. Since there were traces of laser welding on the part where the stopper pin was attached and the peripheral part was slightly deformed, the pin was attached at the time of shipping, but it was strongly pushed when inserting the scope etc. It is probable that the pin has come off due to the overload.

Manufacturer narrative:
The user facility returned (to (B)(6) facility) the referenced instaclear sheath. A provisional evaluation observed the post at the end of the distal tip was broken. A visual inspection found that the pin that serves as a stopper to prevent the scope from sticking out at the tip of the sheath was removed. Since there were traces of laser welding on the part where the stopper pin was attached and the peripheral part was slightly deformed, it would suggest that the pin was attached at the time of shipping, but it was strongly pushed when inserting the scope etc. It is probable that the pin has come off due to the overload of force. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified procedure the physician attempted to connect the instaclear sheath to the 4mm 0 degree optical tube, however, the tip stopper was not attached. The problem occurred with two instaclear sheaths. The intended procedure was completed using a third instaclear sheath. There was no patient injury reported. This report is for device 2 of 2.